Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. Two loose clips and seven representative samples were also returned. The cartridge and loose clips were visually examined with and without magnification. Visual examination revealed that one of the loose clips was closed and the other was broken in half at the middle of the hinge span. The cartridge was returned with no clips remaining in it. The sample appears used as there is biological material present on the cartridge and the loose clips. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned representative samples. A lab inventory clip applier was used. The clips were able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned representative samples. Although no issues were found with the representative samples, the actual sample was returned broken in half at the middle of the hinge span. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Reference file (B)(4) for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The actual sample was returned with a loose clip broken in half at the middle of the hinge span. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge and two loose clips were returned. Seven representative samples were also returned. The cartridge was returned with no clips remaining in it. One of the loose clips was closed and the other was broken in half at the middle of the hinge span. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that one or some clips got broken at loading. Therefore, a new unit was used but the same issue occurred again. The same issue occurred on 2 cartridges that have the same lot number.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73d1900095 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one or some clips got broken at loading. Therefore, a new unit was used but the same issue occurred again. The same issue occurred on 2 cartridges that have the same lot number.